Manufacturer narrative:
Continuation section 10: ICD: 6935m62, lead: 5076-52, 459888 implant date: on (B)(6) 2013. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a history of dilated cardiomyopathy and a previous driveline sheath repair for a ventricular assist device was seen in clinic for evaluation of driveline sheath integrity. Multiple breaks in the driveline sheath were observed in the area of a previous repair, attributed to everyday wear and tear. The previous driveline sheath repair tape was removed, and multiple cracks and breaks of the driveline outer sheath about 6 inches from the strain relief, approximately 13 breaks were noted. The driveline cover easily slid off the connector and placed back. A re-do of the driveline sheath repair was performed without any issues. The vad remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the driveline cable associated with the ventricular assist device (vad) (B)(6) was not returned for evaluation. A review of the device history record was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Review of the vad (B)(6) service history record indicated that the device was previously serviced, and the repair action was verified. On-site inspection of the driveline cable, as well as visual evidence provided by the site, revealed that the previous driveline sheath repair was worn out and there was new damage to the outer sheath beneath the previous repair. As a result, the reported event was confirmed. A driveline sheath repair was performed to mitigate the reported conditions. Based on historical review of similar events, the most likely root cause of the driveline sheath damage may be attributed to multiple factors including design issues and/or exposure to uv light. The most likely root cause of the driveline repair damage may be attributed to factors such as normal wear over time and/or the handling of the device. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.